Manufacturer narrative:
This report is being filed to provide additional information in investigation: a photograph was submitted to terumo bct in lieu of the disposable set to aidin the investigation. The photograph confirmed the presence of air bubbles in the donor line, 2-1(sample bag) manifold, and sample bag line. Air bubbles were visible about 1 cm past the samplebag manifold on the sample bag line and about 6 cm past the manifold on the donor line. Thewhite pinch clamp on the sample bag line was closed above the air bubbles and the blue pinchclamp on the donor line was closed, preventing the air bubbles from reaching the 3-1 (ac, draw,return) manifold.a review of the device history record (DHR) for this unit showed no irregularitiesduring manufacturing that were relevant to this issue.investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Corrected information: a specific root cause could not be determined. Based on the photo evaluation and the run data file analysis, the cause of the air bubbles were the result of a needle that was out of position. Possible causes of a dislodged needle include, but are not limited to: the needle had not been secured properly- the return flow rate was too high- donor movement

Event description:
The customer confirmed no medical intervention was required for this event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Per the taps summary, at the beginning about 10 minutes after the donor was connected, several autoflow alerts were generated notifying the operator of poor donor venous access. The operator adjusted the draw flow down in addition to the autoflow adjustments down, so the draw flow decreased by about 60ml/min within about 3-4 minutes procedure time. Further rdf shows that the operator terminated the procedure during a draw cycle. Assuming the procedure was terminated and the clamps were closed at the time the bubbles were visually noted, air was being drawn into the system and not being returned from the reservoir. Based on this timing and the frequent autoflow alerts due to poor donor venous access, it is assumed that the needle was not fully inserted. Maybe the donor moved or the needle was not secured well. Regardless, by the time the operator terminated the procedure, the needle was likely exposed to air and likely pulling it into the system. The reservoir signals appear as per the expectation. There is no evidence or suspicion of device malfunction based on the rdf analysis. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that near the completion of a collection procedure on trima, they noticed air bubbles near the manifold, donor needle area and in sample diversion pouch. Per the customer they aborted the procedure. The patient's identifier (ID), age and outcome information are not available at this time. Patient's gender and weight information was obtained from the run data file (rdf).the collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.